Event description:
On (B)(6) 2017 during an uneventful laparoscopic cholecystectomy in the main operating room, a flame was noted while using a covidien valleylab laparoscopic single-use/disposable monopolar cautery cord ((B)(4)). The flame occurred near the junction where the cord connects to the cautery instrument. The resident surgeon's glove was burned and he sustained a first degree burn to the hand. The pt was not harmed. The equipment was immediately sequestered and surgery was completed without further incident. We are aware of at least one other medical center that has had overheating issues with this cautery cord. We have now discontinued the use of this cord and have switched to a different cord from a different MFR.